Event description:
Pt had successful implant of a bifurcated device, a proximal cuff, and a limb extension in 2007. The physician felt that the proximal cuff may have landed short (neck measured at 10mm), however, decided to leave it for monitoring. During a follow up visit, arteriogram revealed a type I endoleak in the aortic neck above the proximal cuff. In 2008, the pt was brought in to treat the endoleak with an additional proximal cuff. Pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Related to operational context.